Manufacturer narrative:
(B)(4). A visual inspection revealed that the lens of the scope had some small white particles visible on it. A follow-up report will be sent when the final investigation has been completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-1111 scope's image quality was cloudy. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.